Event description:
Device report from synthes reports an event in canada as follows: it was reported that on (B)(6) 2023, the tip of the driver broke inside the setscrew during tightening. The broken tip remained lodged inside the setscrew and was not retrieved. The surgeon was satisfied with tightness of the set screw and no further action was needed. Procedure was completed successfully without any surgical delay. This report is for one (1) viper prime compressor driver, x25. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Investigation summary: the photo was returned to depuy synthes for evaluation. The depuy synthes team conducted a visual inspection of the returned device. Visual analysis of the photo revealed that viper prime comp driver, x25 was broken from the tip. The broken fragment is not visible in the evidence provided. The embedded device condition cannot be confirmed as x-rays were not provided. No other issues were found. As the device was not returned, an as-received condition could not be assessed, and a dimensional inspection and document/specification review were not completed. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was confirmed for viper prime comp driver, x25. There is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history review: the ri identified no issues during the manufacturing and release of this device that could have contributed to the problem reported by the customer. Device history (lot): a review of the receiving inspection (ri) for viper prime comp driver, x25 was conducted identifying that lot number km855782 was released in one batch. Batch1: lot qty of (B)(4) units were released on 11 may 2018 with no discrepancies. Supplier : tecomet. As a result, the ri identified no issues during the manufacturing and release of this device that could have contributed to the problem reported by the customer. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.